Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.2 cm diameter abdominal aortic aneurysm. The proximal aortic neck had a diameter of 26 mm, a length of 22 mm and was reported to have significant angulation. It was reported that approximately two months after the index procedure, the patient was found to have a proximal type I endoleak. The leak was due to implanting the device lower than originally intended as a result of the angled neck. No clinical sequelae were reported and the patient is fine.

Event description:
The physician does not plan to intervene due to the difficulty of the patient's anatomy, as well as the patient's age.

Manufacturer narrative:
(B)(4).